Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: "patients complain about the needles feeling blunt and nurses are having difficulty inserting them due to resistance. There was a specific issue where the plastic sheathe was almost dislodged." With pictures attached. No action. Mfg. Sku number: 381434 investigated component lot number: 4269433/4239972 (B)(6) 2025 for the report of the needle piercing the catheter wall, are you able to confirm which lot number that device was from? And regarding the needle piercing the catheter, yes, the angiocath was from lot ending in 4343. All of the affected angiocaths were removed from our premade preop kits.

Manufacturer narrative:
Batch # 4269433, 4239972 potential lot numbers reported however, in a follow up customer states lot ending in 4343 which does not apply to either of the original two potential lots reported. Batch/lot # remains unknown. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a 20g insyte autoguard unit which displayed the needle protruding through the side of the catheter. Your reported issue was confirmed as the needle is visibly piercing through the catheter wall. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. Please refer to the IFU (instructions for use) which indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. Although the exact lot number was not able to be confirmed, a device history record review was performed on the two lot numbers provided. There were no non-conformances associated with this issue during the production of these batches.

Event description:
No additional information.